Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the user could not assess the leads during the case. Upon attempting to analyze the first lead (atrial), the tablet showed dotted lines all along the egm (electrogram) baseline. It was further noted there was an error message, and question marks showed in many of the parameter fields. The user could not operate the application at this point, and a force close and reboot of the application appeared to have worked, but it was too late into the case to do this and successfully complete the case, so a legacy analyzer was used to complete the case. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the reported out of specification issue with the mobile programmer application was confirmed. If information is provided in the future, a supplemental report will be issued.